Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m55, implantable tachy lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that within a day of implant, a right atrial (ra) lead perforation was noted. The ra lead was revised and remains in use. No further patient complications have been reported as a result of this event.